Event description:
The customer stated they had been testing on device. They stated they had passed out and paramedics were called. Paramedics tested and received a result of 400mg/dl. The customer was taken to the hospital and stated they were given insulin. Controls were not in use. A request was made for the return of the suspect device and replacement product was sent.